Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. An email inquiry was sent to determine the reason for non-return, and the customer responded that the unit had been repaired. At this time, the current status of the device is unknown. Attempts made to confirm in what way was the device repaired. No response at this time.

Event description:
Complainant alleged that during functional testing, the device failed to discharge. Complainant did indicate that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.